Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and the distal tip was detached from the inner tube indicating a stretched and broken spiral wrap. The sample had gouging on the inner shaft in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation].

Event description:
It was reported that a frontal finesse high speed bur ¿broke off¿ intraoperatively during an endoscopic sinus surgery. There were no fragments or any procedures necessary to remove any fragments. The surgery was able to continue 5 minutes later, after a back-up device was obtained and the surgery was completed successfully with no issues. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.